Manufacturer narrative:
Review of lot history records for the involved device is pending.

Event description:
Patient developed bilateral burns/ulcers within 24 hours post miradry treatment. Patient applied topical antibiotics (bacitracin) while on vacation. By 2 weeks post-treatment, the treating clinic prescribed oral antibiotics (keflex 250mg qid) and silvadene cream.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed bilateral burns/ulcers within 24 hours post miradry treatment. Patient applied topical antibiotics (bacitracin) while on vacation. By 2 weeks post-treatment, the treating clinic prescribed oral antibiotics (keflex 250mg qid) and silvadene cream.